Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 36 months ago. Aneurysm and vessel morphology from the time of implant were not reported. Vessel morphology at the time of event was reported as the aortic neck has disease progression resulting in aortic neck dilatation. The recent CT demonstrated a type I endoleak. The physician elected to repair the endoleak with an aneurx aortic cuff, and the endoleak resolved. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation codes, conclusion: disease progression resulting in aortic neck dilatation.